Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was derailed from the instrument distal idler pulley. Grips can still open and close, but movement may not be precise. It was concluded the cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may have contributed to the cable derailment. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .192 - .051 in length and not aligned with the tube axis. It was concluded that the main tube damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, if the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, a metal wire on the head was sitting next to the gear of the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.